Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure to treat variceal bleeding. The exact procedure date was unknown. During the procedure, the physician inserted the device into the target varix. He rotated the handle; however, the bands did not deploy. He tried it one more time but still the bands did not deploy. He removed the scope and disassembled the entire device, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, the trip wire was not secured into the handle slot and the trip wire slack was not taken up from the handle slot. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device may have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, damaging the teeth and also affecting the functionality of the handle when deploying the bands. The instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, preventing the trip wire from functioning correctly in coordination with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure to treat variceal bleeding. The exact procedure date was unknown. During the procedure, the physician inserted the device into the target varix. He rotated the handle; however, the bands did not deploy. He tried it one more time but still the bands did not deploy. He removed the scope and disassembled the entire device, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.